Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 7.45 am on (B)(6) 2018, when she obtained an inaccurate high blood glucose readings of ¿225 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The csr was unable to confirm how exactly she manages her diabetes, but reported that in response to the alleged inaccurate results she took ¿12 or 15 units of unknown type insulin¿. It was noted that at the time of the alleged inaccurate result, the patient was in hospital awaiting surgery. At around 9am, the patient reported she developed symptoms of ¿saw black dots/spaces and shakiness¿. At 9.53 am the patient had her blood glucose level checked on a hospital meter, and a result of ¿59 mg/dl¿ was obtained. The patients alleged symptoms, were treated by a health care professional with ¿coke and peanut butter¿. During troubleshooting, the csr confirmed that the meter was being used for the first time, the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.